Event description:
Device 3 of 3. Reference MFR report #s 1627487-2013-00180, 00459.

Manufacturer narrative:
Eval results: the complaint for "invalid impedance" was confirmed. Visual inspection of both extensions revealed broken wires in the extension header strain relief. The broken wires were consistent with an overstress condition the extensions were subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.